Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Size of air bubbles were like fizz. Customer reported that air bubble would appear after reservoir was filled. Customer's blood glucose was 331 mg/dl. Customer reported that pump was not rewound with reservoir in place and brings insulin to room temperature after waiting. Customer was educated on what causes air bubbles and how to prevent them.